Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient though that they might have an infection due to the incision site being swollen and red. After the appointment with doctor patient mentioned that they had developed an infection by incision site. Patient under physician direction-taking antibiotics prescribed by them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.